Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# 0220567588, implanted: (B)(6) 2022, product type accessory product ID 97791, lot# unknown, explanted: (B)(6) 2022. Product type: accessory. Other relevant device(s) are: product ID: 97791, serial/lot #: (B)(4), ubd: 15-apr-2024, UDI#: (B)(4); product ID: 97791, serial/lot #: unknown, ubd: 24-jan-2024, UDI#: (B)(4). Phone number: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for neck pain from work injury. It was reported that the lead was inserted and anchor placed on the lead (that came with the lead). It was visually noticed that the anchor was loose on the lead. The doctor thread the anchor off and another anchor used. However, that anchor was also loose when applied on lead. The doctor sutured the anchor down and wanted to leave it. They were not sure if the lead was too thin for the anchors or that the anchors were too loose. The anchors were possibly defective. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID: 97791, lot# 0220567588, implanted: (B)(6) 2022, product type: accessory; product ID: 97791, lot# 0220567588, explanted: (B)(6) 2022, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. It was reported that the healthcare provider declined to remove the anchor against advice to try a bi-winged anchor. They instead sutured it down somehow (the representative was not sure how as they could not see the surgical wound).